Manufacturer narrative:
Age at time of event: over 18 years of age. (B)(4). The complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during an ivc filter placement procedure deployment issues occurred. An otw greenfield filter was advanced and deployed in the vena cava artery; however, the legs were crossed and did not allow the filter to fully open. The physician used a unspecified balloon to complete the deployment of the filter. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.